Event description:
It is reported that the pt had second revision for unk reasons.

Manufacturer narrative:
Evaluation summary: no x-rays or operative notes were returned for review. Due to insufficient information, a root cause cannot be determined. Evaluation codes: review of the device history records was not possible as the lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.